Event description:
It was reported that the patient underwent unicompartmental knee arthroplasty on (B)(6) 2015 and a drain was implanted in the knee joint. On (B)(6) 2015, the drain got caught on the way and broke off when the drain was removed from the knee joint. X-ray and CT were performed, and the drain remained approximately 8cm between a muscular layer and knee joint. The x-ray was compared to x-ray performed on (B)(6) 2015 and it was found that the drain was broken partially. The patient underwent opening of part of the wound under topical anesthesia and the drain was removed from the knee joint. The open part was washed and the wound was closed. Following the re-operation, no drain remained in the patient, confirmed on x-ray and cut edges of drain were conforming. The surgeon opined that it was unknown whether some device had contacted to the drain or if there had been an anomaly in the device. The patient is hospitalized and is doing well.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1409669, mfg date: 06/01/2014, exp. Date: 06/30/2019. Batch j1418063, mfg date: 06/01/2014, exp. Date: 06/30/2019. Batch j1418065, mfg date: 06/01/2014, exp. Date: 06/30/2019. Batch j1420771, mfg date: 07/01/2014, exp. Date: 07/31/2019. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual inspection was performed on a drain received in two pieces. The broken surface is very uneven and indented and could have been damaged at the user¿s facility. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.